Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per the complaint details, a revision surgery was performed due to pain, fever, swelling, migration and loosening of tibial base plate. It was communicated that the doctor says the ¿devices were not defective; this was caused by high weight of the patient¿ and medical documentation is not available. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported symptoms and subsequent revision could not be determined. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, abnormal loading on limb, or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery had to be performed due to pain, fever, swelling, migration and loosening of tibial base plate. The doctor says the devices were not defective. This was caused by high weight of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.